Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer obtained a lower value when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer reported a sensor scan of 222 mg/dl compared to a blood glucose of 457 mg/dl obtained from the built-in meter and symptoms of "needing" to vomit. The customer was taken to the hospital where initial blood glucose of 455 mg/dl was obtained on an hcp meter and the customer was treated with insulin (dose unknown) and hydration for hyperglycemia. There was no report of death or permanent injury associated with this event.